Manufacturer narrative:
Evaluation result: brake cam.

Event description:
It was reported by service report that head end brakes could not be engaged. No pt involvement or adverse consequences are reported.